Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the cause of death was septic shock from an unknown source (possibly urine). It was further noted it is unknown whether the pericardial effusion was related to the device system. It was noted there was no allegation of a device system performance issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure that the right atrial (ra) lead exhibited high thresholds, placement difficulty, noise and tissue on the helix. The lead was attempted not used and replaced. The patient was reported to have experienced a pericardial effusion 9 days post implant and died.